Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch on esc button (creased). No failed batt test alarm noted. Unable to perform the displacement test or test the operating currents due to no button response. Unit had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 7.4 mmol/l. Troubleshooting was performed. The device was returned for analysis.